Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and the customer reported a keypad anomaly. The customer reported hypoglycemia was treated with a glucagon and the customer used emergency medical services. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of the reported high bg event also the customer has been using the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1885.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump responded properly to the button presses. No keypad unresponsive, stuck key alarm, stuck button alarm, button error alarm, numbers ramping or scrolling screens noted during testing. There were no stuck key alarm/stuck button alarm noted on the event date 23-sep-2024 in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and keypad assembly noted. No damage noted on the keypad dome switches or on the keypad traces under the keypad dome switches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select/up/down/left/right buttons. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the first 10 boluses listed on the event date 23-sep-2024 in the pump history file. 09/23/2024 00:09:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 09/23/2024 00:15:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 7000 (0.7 u) bolusamountdelivered: 7000 (0.7 u) 09/23/2024 00:19:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 3000 (0.3 u) bolusamountdelivered: 3000 (0.3 u) 09/23/2024 00:24:47.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u) 09/23/2024 00:29:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 09/23/2024 00:29:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 09/23/2024 00:39:41.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) 09/23/2024 00:46:01.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 09/23/2024 00:49:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 09/23/2024 00:54:47.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u) please see below for the daily total of all insulin delivered on the event date 23-sep-2024 in the pump history file. 09/24/2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 09/23/2024 00:00:00.000 dailytotalofallinsulindelivered: 273500 (27.35 u) dailytotalofbasalinsulindelivered: 196500 (19.65 u) dailytotalofbolusinsulindelivered: 77000 (7.7 u) there were no autosuspend (12) alarm or usersuspended (2) alarm noted on the event date 23-sep-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 23-sep-2024 in the pump history file. 09/19/2024 00:55:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 09/19/2024 01:05:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 09/20/2024 02:45:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 09/20/2024 05:00:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Keypad/button unresponsive/button error not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported waking up with low blood glucose. Customer also said buttons on pump were sometimes unresponsive and needed to press a few times before they would react. There were no stuck button alarms. User stated no alarm was active at time of buttons being unresponsive. Middle button and the 4 arrows around middle button were the unresponsive buttons. Smartguard was used. Customer will discontinue the pump and it will be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: blood glucose at the time of event was not provided. There was no high blood glucose event. Programming was accurate.